Manufacturer narrative:
The lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the rv (right ventricular) pacing impedance was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had increased and rising rv defibrillation impedance. No intervention was completed. The lead is still in use. No patient complications have been reported as a result of this event.